Event description:
On 10th december 2025, rayner received notification from a healthcare facility in france of an event that occurred during implantation of a rayone toric rao610t. The event description provided states "during the injection of the implant, midway through the injection, a sudden and very rapid expulsion occurred, resulting in injury to the capsular bag and iris detachment. The implant was removed immediately without secondary implantation, and surgical revision will be necessary soon".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "during the injection of the implant, midway through the injection, a sudden and very rapid expulsion occurred, resulting in injury to the capsular bag and iris detachment. The implant was removed immediately without secondary implantation, and surgical revision will be necessary soon". The patient was left without an intraocular lens and an additional surgery has been scheduled. The patient will require vitrectomy, iris root reinsertion and secondary implantation if possible. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone risk analysis identifies plunger advanced too quickly and forcing jammed plunger during iol insertion as possible causes of "explosive expulsion of lens". The device was not available for return, device discarded by healthcare facility. Our review of production records for the rayone toric rao610t batch 055269144 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 055269144. Rayner is liasing with the healthcare facility to obtain additional information. To date, no response has been received.